Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc application in use with a samsung a71 (software v.2.5.3.6373), android version 12 operating system. Customer received a "sensor has ended¿ message while asleep and was unable to obtain readings. A capillary test was performed, and a result of 2.9 mmol/l (52.2 mg/dl) was obtained on an unspecified blood glucose meter and the customer experienced hypoglycemia. The customer was unable to self-treat, requiring unspecified treatment provided by their spouse. There were no reports of treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc application in use with a samsung a71 (software v.2.5.3.6373), android version 12 operating system. Customer received a "sensor has ended¿ message while asleep and was unable to obtain readings. A capillary test was performed, and a result of 2.9 mmol/l (52.2 mg/dl) was obtained on an unspecified blood glucose meter and the customer experienced hypoglycemia. The customer was unable to self-treat, requiring unspecified treatment provided by their spouse. There were no reports of treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.